Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an stent implantation procedure, stent was broken while it was being inserted. Additional information was received stating that the procedure was completed with another stent.

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. One open hydrus device was received, with tip protector in a plastic tray, wrapped in bubble wrap for the report of broken microstent. The returned microstent was visually inspection and was found to be conforming. During dimensional inspection of the wall thickness on the stent, the stent flew from the tweezers and cannot be found. Therefore, the dimensional inspection of wall thickness was unable to be completed.a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria.the returned microstent was found to be visually conforming, therefore a broken stent as described in the complaint was not confirmed and a root cause cannot be determined for the compliant as described by the customer. The manufacturer internal reference number is: (B)(4).